Event description:
In 2009, the user received a false positive troponin t result for one pt sample. This detected due to the lab protocol to repeat all samples with positive troponin t on unk pts. All results are in ug per l. The initial result was 0.168, repeat results were 0.029 and 0.030. No info was provided to determine if the erroneous result was reported or if the pt was adversely affected.

Manufacturer narrative:
The investigational unit did not verify the user's complaint. After investigation of the data provided, contamination on the gripper might have caused the event as well as electromagnetic interference in the laboratory. It was also detected that the humidity in the lab was below specification.